Event description:
A hospital in (B)(6) reported via our distributor that a fire occurred in a set-up which included the (B)(4) reusable infant heater wire, (B)(4) respiratory humidifier and babylog (B)(4) ventilator. The hospital further reported that the patient was removed immediately and there was no patient consequence.

Event description:
A hospital in (B)(6) reported via our distributor that a fire occurred in a set-up which included the (B)(4) reusable infant heater wire, mr850 respiratory humidifier and babylog 8000 ventilator. The hospital has reported that they had attempted to repair the device before the failure occurred. The hospital further reported that the patient was removed immediately and there was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint device and obtain further information with regard to the complaint from the customer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) reuseable heater wire was returned along with the following set up - (B)(4) (lot 070515) inspiratory heater wire adaptor, drager reusable tubing with watertrap in expiratory limb, and a cuff separated from the inspiratory limb. The complaint reuseable heater wire and (B)(4) inspiratory heater wire adaptor was visually inspected. The (B)(4) inspiratory heater wire adaptor was also performance tested on an mr850 respiratory humidifier. Results: the visual inspection of the complaint reuseable heater wire found the wire to have separated from the elbow with 1.18m remaining, 26cm less than expected. Parts of the heater wire insulation were observed to have melted and 35mm of the filament was exposed and black, with the remaining wire covered in black residue. The complaint draeger breathing tube was visually inspected and the blue cuff of the inspiratory limb was found to have separated from the tubing, with white residue found inside both components. Black residue was observed in the tube further away from the blue cuff. Black residue was also found in the y-piece of the expiratory limb at the patient end and other parts of the tubing near the water trap have started to separate. The visual inspection of the (B)(4) inspiratory heater wire adaptor revealed the cable retention of the redel plug to be broken. The returned inspiratory heater wire adaptor was connected to an mr850 respiratory humidifier to be performance tested. The inspiratory heater wire adaptor was found to be within specification for this product. A lot check for the complaint (B)(4) reuseable heater wire could not be performed as no lot number was provided. Conclusion: further information was obtained from the hospital with regard to this complaint. The hospital reported that the complaint (B)(4) heater wire has been in use since (B)(6) 2006. The complaint heater wire had been repaired prior to use and there were no visible signs of damage. Due to the extent of damage of the returned complaint devices we are unable to determine the exact cause of the fire. However, the damage in the elbow indicates that the fire is likely to have started there. As the hospital has reported that the complaint heater wire had been repaired, it is possible that the fire may have been the result of this repair. We are unable to determine if the damage to the expiratory limb are signs of ageing or due to the fire. Our (B)(4) user instructions state: "before assembling, check the heater wire to ensure there is no damage to the insulation, particularly in the area of the loop and connector. If there is any sign of damage, do not use." Our user instructions for the mr850 respiratory humidifier state - "check accessories for any physical damage before use and replace if damaged". Our product technical manual for the mr850 respiratory humidifier also states - "visually inspect accessories for damage before use".